Event description:
On (B)(4) 2015, a customer reported to a medela customer service rep that the transformer housing for her pump in style advanced breast pump was broken which exposed the underlying electronic wiring. This has been determined to be a safety risk.

Manufacturer narrative:
A replacement transformer was sent to the customer. The customer did not report any fire, spark or injury. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or correct info, a follow up report will be filed at that time. The cause of the breach in the 9207041 transformer has not been determined at this time. The issue is currently being investigated under ir14-0012.